Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of the emergency room visit was 407 mg/dl. The customer stated that his blood glucose had been over 400 mg/dl the whole day. The customer was treated with an insulin drip at the hospital. While troubleshooting, the customer stated the drive support cap appeared normal and that no leaks were observed. The customer mentioned receiving a couple of threshold suspend alarms as well. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.